Manufacturer narrative:
One device was returned for analysis of complaint that the pump is giving upward occlusion during testing, sensor check. This device has not been serviced in the past 12 months. The event history log shows that high pressure (overpressure) alarm is reported many times. The reported issue could not be duplicated. The pumps dso sensor was tested and was found to be functioning properly and activating within specification. The dso sensor will be replaced as a preventive safety. Probable cause of complaint is unknown. The device shall be returned to customer upon confirmation of the resolution of the reported issue, as well as passing functional and accuracy testing results.

Event description:
It was reported that the pump is giving upward occlusion during testing, sensor check. There was no patient involvement.